Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen (unknown concentration and dose) in an implantable pump for intractable spasticity and cerebral palsy. A catheter issue was confirmed via dye study on (B)(6) 2016. The reporter was unsure on what was found. The hcp decided to replace the catheter the same day. It was unknown when the issue began or if there were an symptoms. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.